Event description:
During a ptca procedure involving a calcified and 80% stenotic lesion in the distal portion of the very tortuous lad coronary artery, the shaft of the maverick2 monorail catheter kinked during advancement. No pt injuries or complications were reported.